Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial impedance trend was not being measured/trended by the implantable cardioverter defibrillator (ICD). Additionally, far field oversensing was thought to be occurring on the right atrial (ra) lead. Reprogramming was performed. The ICD and ra lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing due to far-field r-waves. If information is provided in the future, a supplemental report will be issued.